Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was surmised that the phenomena occurred due to the corrosion found on the cm and dx boards. The cause of the corrosion found on the cm and dx boards could not be identified but likely due to user mishandling. The following verbiage is identified within the operation manual, which may help prevent the phenomena: "keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Do not prepare, inspect or use the video system center with wet hands." The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image" was confirmed; a complete loss of image was observed on the monitor when the returned device was tested. In addition, a b40 error was generated. The cause of the problems were assigned to printed circuit board failure. The reported problems of "parts of the lights on the front were not lighting" and "the keyboard did not produce a response" could not be confirmed; the problems were not observed during testing of the returned device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was no image, the endobase could not get an image, parts of the lights on the front were not lighting, the keyboard did not produce a response and water was detected at the air intake and a small pool was noted on the olympus, model clv-190, evis exera iii xenon light source, used in combination with the olympus, model cv-190, evis exera iii video system center. This report is submitted due to reports of 1.) No image, 2.) Parts of the lights on the front were not lighting and 3.) The keyboard did not produce a response. There was no patient injury, associated with the problems, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Event description:
The problem, as reported to olympus, was identified during preparation for use.